Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. During a routine follow-up, a decrease in the estimated battery longevity was observed via latitude (remote monitoring system) and is now showing 6 months remaining. A copy of device memory was saved and submitted to technical services for review. Engineering analysis confirmed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. During a routine follow-up, a decrease in the estimated battery longevity was observed via latitude (remote monitoring system) and is now showing 6 months remaining. A copy of device memory was saved and submitted to technical services for review. Engineering analysis confirmed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. During a routine follow-up, a decrease in the estimated battery longevity was observed via latitude (remote monitoring system) and is now showing 6 months remaining. A copy of device memory was saved and submitted to technical services for review. Engineering analysis confirmed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.